Manufacturer narrative:
The customer reported that the power supply had failed on this unit. The unit failed to power up. The unit was evaluated at philips, and the failure was verified. Replacement of the power supply resolved the failure. The unit passed all post-service testing and was returned to the customer site.

Event description:
The customer reported that the power supply had failed on this unit. The unit failed to power up.